Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure and device was not on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the main drawers 5.1 and 5.2 were not detected on the bus. A field service engineer (fse) confirmed that no lights were present on the module controller or drawer controllers. Using a meter, the fse determined that the drawer 5.1 drawer controller was defective. To resolve the issue, the drawer controller and module controller board were replaced. The fse also inspected the pyxibus cable, retractor band cable, and row board cable. After performing diagnostics, it was verified that the drawer functioned properly. The customer successfully tested the drawer using diagnostics. The system functioned as intended after the field service engineer repaired the device.